Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in the moderately calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm pressure upon first inflation. The procedure was completed with another of the same device. There were no complications reported. It was further reported that the target lesion area was moderately tortuous, the balloon was dilated for 20 seconds before rupture, an d the devce was removed without from the patient's body without any problem.

Manufacturer narrative:
E1.initial reporter city: (B)(6).

Manufacturer narrative:
Initial reporter city: (B)(6). Prefecture (B)(4).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in the moderately calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm pressure upon first inflation. The procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
E1.initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning approximately 2mm distal of the proximal markerband and extending approximately 6mm distal from the proximal markerband . An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in the moderately calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm pressure upon first inflation. The procedure was completed with another of the same device. There were no complications reported. It was further reported that the target lesion area was moderately tortuous, the balloon was dilated for 20 seconds before rupture, and the device was removed without from the patient's body without any problem.